Event description:
It was reported that during a gastric bypass procedure, the device misfired. The distal portion was stapled and not cut and the proximal portion was cut and not stapled. The staples that did fire were malformed. The area where the device was fired had to be cut out and the gastric pouch was smaller than anticipated, the pouch was shortened. The smaller pouch resulted in a greater amount of tension on the anastomosis site. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.